Event description:
On the day of the procedure, the patient developed a central retinal artery branch occlusion that was treated with medication. No information was provided as to whether this occurred during the stent assisted coil embolization of the right carotid paraclinoid segment aneurysm or afterwards. Seven days post procedure the patient developed a visual field defect. The exact nature of the defect was not disclosed but it was due to "defect in right second cranial nerve 'optic nerve.'" There was no evidence of any cerebrovascular accident. Following cranial nerve deficits evaluation and general neurological evaluation it was concluded that the visual defect related to the retinal artery occlusion. No other information has been provided.

Manufacturer narrative:
(B)(4): other for anticipated procedural complication a device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Vessel occlusion and neurological sequelae (visual deficits) are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
On the day of the procedure, the patient developed a central retinal artery branch occlusion that was treated with medication. No information was provided as to whether this occurred during the stent assisted coil embolization of the right carotid paraclinoid segment aneurysm or afterwards. Seven days post procedure, the patient developed a visual field defect. The exact nature of the defect was not disclosed but it was due to "defect in right second cranial nerve "optic nerve"". There was no evidence of any cerebrovascular accident. Following cranial nerve deficits evaluation and general neurological evaluation, it was concluded that the visual defect related to the retinal artery occlusion. No other information has been provided.